Manufacturer narrative:
The root cause of the customer's experience of a free flow event was not identified. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported that the crna set up the pump with the propofol tubing and later found that the propofol had continued to flow. The crna thought that she did not place the safety clamp in securely which caused the free flow event. There was no report of patient involvement.